Manufacturer narrative:
It has been determined that MDR ID 2134265-2016-00185 is a duplicate of MDR ID 2134265-2015-07922. Updated: date of birth, describe event or problem, other relevant history, email address. Changed occupation from health professional to physician. (B)(4).

Event description:
It has been determined that MDR ID 2134265-2016-00185 is a duplicate of MDR ID 2134265-2015-07922. It was further reported that a 21mm watchman closure device was implanted in the laa. The device was placed to distal to and spanned the entire laa ostium with a complete seal noted.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported a death occurred. In (B)(6) 2013, a watchman¿ laa closure device was implanted during a left atrial appendage (laa) closure procedure. It was reported that the patient died in (B)(6) 2015. The cause of the death is currently unknown.